Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker was oversensing noise causing inappropriate mode switch and high ventricular rate alerts. An x-ray was completed to confirm it was a device issue. The system was explanted and replaced without issues. The patient was stable.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.